Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. No physical units were received for evaluation in relation to this complaint; however, photographs were provided by the customer in relation with this reported event. The photo provided by the customer appears to have an empty syringe with evidence that it did contain liquid at one time, with small droplets of liquid on the inside of the syringe. The actual device was not returned; therefore, the cause cannot be determined. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that they had an empty embosphere syringe in one of their boxes. There was no reported patient involvement or injury. No additional information was provided.